Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with one infusion set, specifically that the cannula was kinked. The event date was a couple of days ago, chosen as (B)(6) 2024. The patient noticed symptoms three or more hours after insertion. The infusion set was in use for 15 hours and was inserted in the abdomen. The patient regularly rotated the site location and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time the issue was noticed was about 200 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.